Manufacturer narrative:
The reported product was received and evaluated. As received, the pipeline flex embolization device with shield technology (ped2) braid was detached from the delivery wire. The braid was noted as fully opened with no damage. There was no anomalies observed on the device. Based on the product evaluation finding, the report of ¿failure/incomplete open at the proximal end¿ could not be confirmed. The cause of the clinical experience could not be conclusively determined. Ped2 instruction for use states: direction for use: "14. After the distal end of the pipeline¿ flex embolization device with shield technology¿ has successfully expanded, deploy the remainder of pipeline¿ flex embolization device with shield technology¿ by pushing the delivery wire and/or unsheathing the pipeline¿ flex embolization device with shield technology¿. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline¿ flex embolization device with shield technology¿." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pipeline flex with shield technology (ped2) was used to treat the patient's cerebral aneurysm at the internal carotid artery with neck width of 4.3mm. The patient's vessel tortuosity was described as normal. It was reported the ped2 was prepared following the instruction for use. The microcatheter was flushed with heparinized saline through the procedure. During the advancement of the ped2 via the microcatheter, no resistance was met. The ped2 had been resheathed 2 or less times. After deploying more that 50% of the ped2, the mid segment of the ped2 did not open. Therefore it was assumed the proximal segment would not open. The ped2 was resheathed and removed from the patient. After the ped2 delivery system was removed from the patient. The ped2 did open at the back table.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. Therefore, the cause of the reported clinical observation cannot be conclusively determined at this time. Additional information has been requested regarding this event. Should it become available, or should the device return for evaluation, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the proximal segment of a pipeline flex with shield device failed to open during a flow diversion procedure. The device was used to treat the patient's cerebral aneurysm. It was reported the device was prepared following the instruction for use. The pipeline flex with shield device was resheath 2 or less time and deployed more than 50%. During the procedure, as the pipeline flex with shield did not open, the device was resheathed and removed from the patient. A new pipeline flex with shield device was used for treatment of the patient. No injury report.